Event description:
It was reported that prior to implant, the device was able to be programmed but the serial number was all zeros. The issue was detected prior to patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The issue was detected prior to patient involvement.